Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service codes 107 and 204) have been confirmed. Upon eval the trunk cable connector was cracked and the electrode belt cable (distribution node to the front therapy pad) was pulled from the strain relief. The cause for the damaged connector and strained cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damage electrode belt connector and cable. The pt received a replacement electrode belt.

Event description:
A review of a (B)(6) male pt's download revealed several instances of service codes 107 and 204. Zoll customer support contacted the pt and issued a replacement electrode belt.